Event description:
It was reported that the device failed force sensor test. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. The tamper seals were removed/broken. Top case was cracked on the left side and bottom case was cracked. Right plunger case broken. Force sensor test error was observed in the event history log. The technician performed power up process, checked and test force sensor. The reported issue was unable to be duplicated. The root cause of the reported problem was found to be the customer must have manipulated the pump during its power up process, by entering the biomed code. The customer was able to clear the force sensor test error. The technician performed preventative maintenance and all functional tests which passed. Repair was not needed for customer reported problem.